Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since medical intervention was needed to treat the hematoma. Improper tamping of collagen may lead to a gap between collagen and anchor. Adipose (fat) tissue can deposit into this gap and when the patient moves, the tissue also moves. This movement of the tissue may have led to the 'pop' that the patient felt. Based on the available information the exact cause of the issue cannot be determined but failure to follow IFU instructions may cause this failure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: device was not explanted e3: occupation: cardiac service-line director a review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that hemostasis was achieved immediate post catheterization on a diagnostic coronary procedure; however, two hours post catheterization the patient was ambulating to the restroom on the post recovery floor, and patient claims to have felt a "pop" in the immediate/affected groin. A hematoma was observed, manual compression was administered, and the hematoma was massaged out. The patient was in stable condition. The estimated blood loss was less than 250cc.